Manufacturer narrative:
The following other knee devices were also listed in this report: unknown 16mm ps insert large; duracon universal b/p non-beaded, cat # 6632-3-630, lot # nymi. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the devices cannot be performed as the devices were discarded by the hospital and not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient complained of pain so the surgeon revised."